Manufacturer narrative:
Product analysis: device returned with the filter basket extended out of the delivery catheter. No deformation to filter basket. No deformation to floppy tip. Delivery catheter bent. Bent guidewire. Kink to recovery catheter. Filter basket was able to be retracted into the clear section of the delivery catheter. Strong resistance was encountered when doing so. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted with left limb immobility and diagnosed with acute cerebral infarction. Angiography revealed an occlusion within the stent at the origin of the right carotid artery, characterised as plaque lesion with chronic total occlusion with 100% stenosis. An emergency embolectomy was planned. During the procedure, a balloon guided catheter (bgc) was used for proximal support, and a non medtronic guidewire with a microcatheter was advanced through the lesion to the distal segment. Manual angiography confirmed the microguidewire and microcatheter were in the true lumen with unobstructed distal blood flow. The 200 guidewire was exchanged for a 300 guidewire, and the spider fx embolic protection device was prepared for distal protection. After full hydration, the embolic protection device was advanced along the 300 guidewire, with some resistance noted, but it reached approximately 5 cm distal to the lesion and opened smoothly. The react-71 catheter was used to aspirate the proximal stent, resulting in significant improvement and restored blood flow. Upon retrieval, significant resistance was encountered while withdrawing the embolic protection device and sheath from the stent into the subclavian artery, and both remained in a semicircular shape. Multiple attempts to withdraw the device and sheath were unsuccessful until the aspiration catheter was used to retrieve them. Careful observation revealed deformation and significant kinking of the embolic protection device guidewire, approximately 10 cm from the device. After 10 minutes, stent stenosis worsened again, and balloon dilatation was planned. Due to the previous retraction issue, the embolic protection device was replaced with the same model, and the procedure continued smoothly. Angiography and manual angiography were conducted to confirm occlusion, device position, true lumen, and distal blood flow. No patient complications have been reported as a result of this event.